Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose level was unknown. Customer was recently in the hospital and the hospital removed the insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.